Manufacturer narrative:
The investigation for the positioning issue and access site bleed has been completed. No product was returned. The root cause of the access site bleeding cannot be determined due to limited clinical information provided. There was no clinical information provided about the patients anatomy, or if the pump's position was verified with echo. Due to the lack of information, the root cause of the positioning issue cannot be determined. Corrections to the initial MFR report: h6 impact code 4627 changed to 4629.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had placed an impella cp for support of a 66-year-old male patient admitted in an acute myocardial infarction / cardiogenic shock (ami/cgs). After a little over 1 hour of support t he pump was explanted. The pump had positioning alarms and an access site hematoma. The team was successful in replacing the pump.